Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# va04aa7, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
About a month prior, it was reported the patient was having ¿some pain¿ in his testicle area. The patient noticed a ¿little bump¿ where the ¿wire was put through the bone up near the waist¿ on their back. If the patient pressed on the bump, it would make them hurt in the groin area. The patient was inquiring if the interstim would be causing the pain. It was stated this problem had been going on for at least two weeks and ¿maybe a little more than that.¿ it was noted the patient also had a separate back issue and it was unknown if the pain in testicle/groin area was caused by the device or the back problems. Information received as of the date of this report indicated the device worked well until a couple months prior. It was stated that something was shocking the patient. When the patient would lean against something or drive, something would shock him in the testicles. The patient would also get shocked at night when they rolled over. It was noted the patient had fallen, but not on the device. When touching the bump where the lead went into the patient¿s back, they would get shocked. The bump was ¿sticking out¿ and had been there for several months. It was noted the patient had turned the device off, but had turned it back on and was getting shocked. The patient was not getting shocked when stimulation was off. It was noted the healthcare provider (hcp) did a groin check, but did not check the device. The hcp sent the patient for an ultrasound of the groin, but nothing was found. Additional information has been requested, a follow up report will be sent if additional information is received.